Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) via a manufacturer representative reported that the patient needed a gastric pacemaker generator change. The patient was quite uncomfortable and wanted surgery as soon as possible. The patient had nausea that got worse by the hour. They also had left side abdominal pain at the site of the generator. This began in (B)(6) 2016. The nausea and left side abdominal pain just happened randomly and the patient couldn't pin point an exact issue. The nausea and left side abdominal pain was observed post-operatively 4 to 5 years after device placement. The nausea and left side abdominal pain always happened together. The actions taken to resolve the nausea and left side abdominal pain were diet modification and then changing the generator on (B)(6) 2016. The hcp was comfortable performing the surgery himself. The cause of the nausea and left side abdominal pain was not yet determined. Since the revision the nausea was 50 percent better. The patient continued with substantial left sided abdominal pain at a 7 or 8 on a scale of 1 to 10. The indication for use for this patient was gastric stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.